Event description:
It was reported that the charger for the ilet system was not charging and a replacement was initiated. Symptoms included no alerts or alarms. Outcomes included shipment of replacement supplies to restore device usability. Investigation included a review of the reported charging failure and logistical verification of replacement shipment. Investigation of this case revealed a charger performance issue consistent with a nonfunctioning external power accessory. It was concluded, based on previously established findings for similar reports, that the cause was an accessory malfunction.